Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was experiencing difficulties such as an infection in the pocket and at the lead entry site on their back, an open wound from the original surgery at the lead incision site, extreme pain at the device pocket when the stimulation was turned on, and an inability to tolerate the recharger due to pressure on their clothing at the infected pocket. They also reported that there was CT scan evidence that the lead was disconnected which they stated may explain the pain the patient experienced in the pocket when the stimulation was turned on. The consumer reported that the current plan was to have the device removed. They stated that surgery had not been scheduled yet but will shortly. No further complications were reported. Additional information was received from a consumer regarding the patient. It was reported that the patient was having emergency surgery on (B)(6) 2017 to have the system removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative (rep) reported that the patient¿s entire system was explanted, the implantable neurostimulator (ins) was infected and the device was discarded because the manufacturer was not notified of the explant date. The rep stated that it was unknown if a lead disconnected and when the system was explanted. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was explanted on (B)(6)2017 and it was unknown if the infection resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Device code corrected for leads (pli 20 and pli 30) to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event is approximate. The event took place sometime in (B)(6) 2017.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a burning sensation at the ins site. The patient reported they thought one of the leads disconnected from the ins. The patient had an x-ray and the healthcare professional (hcp) said that the leads and ins look fine. The patient was planning on following-up with their hcp on (B)(6) 2017. No further complications were reported.